Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect was caused by stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Customer returned the device for evaluation and repair of an air leak issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the coating of the insertion tube section (ig serpentine coil) was peeled more than 1 millimeter square area. This medwatch is being submitted for the reportable issue of the coating of the (ig serpentine coil being peeled more than 1 millimeter square area as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the coating of the insertion tube section (ig serpentine coil) was peeled more than 1 millimeter square area. This is attributed to deterioration. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.